Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a remote transmission of a patient's device had discrepancies with the remote event in the electronic medical records system. No patient complications have been reported as a result of this event.